Event description:
During a thoracoscopy procedure a disposable reload -ethicon tr 35w- malfunctioned. The instrument cut the bleb from the lung, but did not staple as it was supposed to. This resulted in a thoracotomy. There were 7 reloads used in the procedure plus the original in the instrument. Unable to determine which lot # it was.